Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. The returned complaint pump was visually inspected. No broken blades found. Cannula kink near outlet observed. Biomaterial ingested in the impeller purge gap after dried dextrose dissolved. Clinical data confirmed clot visualized near outlet. The cannula kink may occur while the pump explanted. The cause of the low pump flow was biomaterial ingestion.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a 71-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The cp pump inserted and had immediate low flow and suction alarms. The malfunction prompted the team to check the sheath/aspirate for clot and remove the pump. The pump was removed and clot was then observed at the outlet of the pump. There was no lasting harm or injury. The pump was not replaced by another cp but rather an iabp.